Manufacturer narrative:
New available information there was no issue with the scope there is no information that the event caused a harm or serious injury to patient, user or third. Since the risk analysis is based to patient, user or third party harms no risk-ID is applicable to the reported event. No similar event that caused or contributed to a death or serious injury could be found. In conclusion the probability of this malfunction to cause or contribute to a death or serious injury is considered as negligible and therefore not reportable. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It's been reported the scope had foggy, cloudy vision there is no information that the event caused a harm or serious injury to patient, user or third party.